Event description:
Information received from the field notes that the patient presented to the hospital complaining of light-headedness. The patient was in complete heart block with an escape rhythm near 15 bpm. The device would not communicate and there was no output, with or without magnet application.